Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8835, serial# npg021266n, product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the pump had been loose and ¿flops forwards¿ for at least six months. It was noted the healthcare provider (hcp) was reluctant to revise due to concerns for infection. It was also reported for the last couple of months the patient was only getting a successful bolus once every 30 tries. The patient was to see the hcp if the personal therapy manager (ptm) replacement did not resolve the issue with getting a bolus. The patient was to see a different doctor within the same office on 2014-(B)(6). The pump was being used to deliver dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.